Event description:
It was reported that the right atrial (ra) lead was dislodged due to patient ambulation. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.